Event description:
Same case as MDR ID# 2134265-2012-06683. Same case as MDR ID# 2134265-2012-06684. It was reported that post a stenting treatment procedure, the patient experienced chest pains. (B)(6) 2012 - the patient had three promus element plus stents (3.00x8mm, 3.50x12mm and 2.75x16mm) placed in an unknown location in the coronary artery. (B)(6) 2012 - the patient experienced chest pains, numbness and burning sensations in his arm and leg. The patient went to a cardiologist and the cardiologist switched the patient from a generic plavix to name brand plavix. No further patient complications were reported and the patient is fine. Additional information has been requested and is not available.

Manufacturer narrative:
Device is combination product. Age at time of event 18 years or older. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).